Event description:
On the upper tray, the metal part that is supposed to be embedded in the tray broke out of the tray. Pt swallowed some of the plastic from the tray. Now the metal that is exposed is irritating the inside of cheek. When pt reported the problem to dentist he told pt to contact the lab. Pt did and received very unfriendly service.